Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 605cc mentor memorygel breast implant catalog: smpx605 lot: 7678638 sn: (B)(4) and (right) 605cc mentor memorygel breast implant catalog: smpx605 lot: 7678638 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the left breast implant was ruptured in a way that was not clearly fit to be sterilized and returned. Mentor became aware that the patient also experienced asymmetry on the right breast. The right side device was returned on (B)(6) 2019 and will be reported under (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the product investigation for mrn: 1645337-2019-14565 was erroneously submitted in the supplemental report (follow up number 3) on (B)(6) 2019. The following is the correct product investigation: device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the product, please contact our team using the information contained at the end of this letter. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2019, the product investigation was completed. Device investigation summary: during analysis of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with unspecified mentor gel implants, experienced left breast rupture post-operatively. Rupture was confirmed via mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.